Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, at the time of intubation, the device had air leakage. It was reported that patient had to be re-intubated twice because of the issue.

Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and 25 cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed that the cuff presents a cut, which was measured 0.1945 inches this reading was taken using caliper calibration. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.